Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was not responding after multiple presses. The customer's blood glucose level was 92 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that usually the up and down arrows were unresponsive. The customer reported that pressing menu button takes them to the menu screen and using the up arrow allow them to navigate screens. The customer stated that using the down arrow allow them to navigate screens. The customer stated that the buttons responds but had to be pressed multiple times before it takes. The customer stated that the insulin pump was dropped. The customer reported that an alarm was not in progress at the time the button was unresponsive. The customer stated that the block mode was inactive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. It was reported that the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. 0.0 was able to be seen when programming a basal due to functional keypad. (B)(4).